Manufacturer narrative:
Device evaluation summary: it was reported that a 65 year old caucasian female patient underwent a breast augmentation revision with a saline mentor breast implant of unknown type and experienced deflation on the right breast implant. The deflation was confirmed by physical examination. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate plus profile 350cc saline implants, catalog # 3502350, s/n's (B)(4) on (B)(6) 2018. The device was returned to mentor without fluid inside. White material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, the mentor product analysis lab observed a rent within a crease extending to both aspects. The rent was measuring approximately 0.6 cm. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the white material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a saline mentor breast implant of unknown type and experienced deflation on the right breast implant. The deflation was confirmed by physical examination. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate plus profile 350cc saline implants, catalog # 3502350, s/ns (B)(4) (l) and (B)(4) (r) on (B)(6) 2018.